Event description:
Parent of a lap-band patient called in and reported that the system "unbuckled." The lap-band was rebuckled and sutured into place. There is no additional information about this event at this time. Further follow-up is in progress.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in subsequent displacement and necessitate re-operation."